Manufacturer narrative:
X-rays showed segmental pedicle screws from t4 to l5. The right iliac screw is broken at mid-screw. The screw was returned for evaluation. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient underwent posterior fixation with instrumentation. Approximately seven months post-op, a broken iliac screw was discovered on x-ray. Revision surgery was scheduled to remove and replace the hardware. During revision surgery, the surgeon discovered a broken rod and what appeared to be corrosion bilaterally near the broken rod and screw. The setscrews appeared to be loose from l1 to the sacrum. Reportedly, fusion had not occurred on the lower portion of the construct; it is unknown if fusion occurred at higher portion of construct. The entire construct was removed for suspect corrosion. The construct was replaced at this time. The patient underwent replacement surgery four days later. The surgeon implanted titanium products. No patient complications were reported during replacement surgery.